Event description:
It was reported that approximately 7 years and 2 months following the implant of the transcatheter bioprosthetic aortic valve severe central regurgitation was identified on a routine transthoracic echocardiogram (tte). This was confirmed with a transesophageal echocardiogram (tee). As reported, this valve had been implanted 8-9 millimeters (mm) below the annulus. The valve waist was ¿very¿ constrained and measured 21 mm. As reported, this likely contributed to the early central aortic insufficiency. As result, approximately 5 weeks later a non-medtronic 26 mm transcatheter valve was successfully implanted valve-in-valve. There was no residual aortic insufficiency. Hospitalization was required. The event was reported as resolved with permanent sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the patient was discharged 2 days following admission.

Manufacturer narrative:
Updated data: b3, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient first experienced shortness of breath at approximately 7 years and 1 month following the valve implant.

Event description:
Additional information received indicated that the constrained valve was first observed at the time of the valve implant. As reported, the patient¿s anatomy had caused and/or contributed to the constrained valve.

Manufacturer narrative:
Updated data: a2, b3, b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 2 months following the implant of the transcatheter bioprosthetic aortic valve severe central regurgitation was identified on a routine transthoracic echocardiogram (tte). This was confirmed with a transesophageal echocardiogram (tee). As reported, this valve had been implanted 8-9 millimeters (mm) below the annulus. The valve waist was ¿very¿ constrained and measured 21 mm. As reported, this likely contributed to the early central aortic insufficiency. As result, approximately 5 weeks later a non-medtronic 26 mm transcatheter valve was successfully implanted valve-in-valve. There was no residual aortic insufficiency. Hospitalization was required. The event was reported as resolved with permanent sequelae. Additional information indicated that the patient was discharged 2 days following admission. Additional information was received to report the patient was symptomatic with shortness of breath (sob) as result of the constrained valve and central regurgitation. Additional information received that the patient first experienced shortness of breath at approximately 7 years and 1 month following the valve implant.

Manufacturer narrative:
Updated data: h6. Product analysis: the suspect complaint device remained in the patient; therefore, analysis of the product could not be performed. Conclusion: as the event reported an adverse event with a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. A comprehensive review of the device history record showed this product met all manufacturing specifications for product released for distribution. No manufacturing issues or signals that may have been causative in this issue were identified. No additional technical assessments were needed. The device instructions for use (IFU) lists regurgitation and valve frame expansion as potential risks associated with the treatment procedures. The device IFU is developed from the product risk documentation as is the product labelled adverse events document. There was no identified inadequacy with the device IFU in relation to this event the device failure mode was unidentified. It was not possible to determine a cause of the event from the information provided. Neither the product design nor manufacturing processes of the device have been identified as the cause of the event. Post-implant occurrence of aortic regurgitation (ar) after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. The conclusive cause of the reported ar could not be determined. It was reported the "very" constrained valve frame likely contributed to the aortic insufficiency. It was reported an expansion defect was observed. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. However, in this case a post-implant balloon dilation was not performed. The reported event is unconfirmed. The complaint investigation determined that this event is foreseen in risk management and is included in monitoring/trending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Patient code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 2 months following the implant of the transcatheter bioprosthetic aortic valve severe central regurgitation was identified on a routine transthoracic echocardiogram (tte). This was confirmed with a transesophageal echocardiogram (tee). As reported, this valve had been implanted 8-9 millimeters (mm) below the annulus. The valve waist was ¿very¿ constrained and measured 21 mm. As reported, this likely contributed to the early central aortic insufficiency. As result, approximately 5 weeks later a non-medtronic 26 mm transcatheter valve was successfully implanted valve-in-valve. There was no residual aortic insufficiency. Hospitalization was required. The event was reported as resolved with permanent sequelae. Additional information indicated that the patient was discharged 2 days following admission. Additional information was received to report the patient was symptomatic with shortness of breath (dyspnea) as result of the constr ained valve and central regurgitation.